Manufacturer narrative:
The insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. There was no pump error 24 alarm, pump error 40 alarm, low battery alert or replace battery now alarm during testing or in the pump trace download. However, the insulin pump trace download analysis was confirmed when the insulin pump alarmed power error 25 and replace battery alert. The power management tool confirmed power error 25 and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to the connector resistance. After disconnecting and reconnecting the internal battery connector on the connector the insulin pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm and it reoccur within a week of troubleshooting. The customer¿s blood glucose level 225 mg/dl. The customer reported that the insulin pump also received replace battery now alarm and the insulin pump received low battery prior to replace battery now alarm. The customer performed self test and it passed. The customer declined troubleshooting for high blood glucose level. The insulin pump will return for analysis.